Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 6.5 years remaining to 3.5 years remaining in a span of 1 year. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Device replacement recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 6.5 years remaining to 3.5 years remaining in a span of 1 year. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Device replacement recommended. This device remains in service. No adverse patient effects were reported. Additional information received that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 6.5 years remaining to 3.5 years remaining in a span of 1 year. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Device replacement recommended. This device remains in service. No adverse patient effects were reported. Additional information received that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.